Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife of a customer reported via phone call of high blood glucose of 489 mg/dl and that the needle broke inside of the customer's body. Customer treated with a shot and declined high blood glucose troubleshooting. No further details given.